Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the hospital for a scheduled lead revision procedure. The right atrial lead exhibited high impedance measurements, high capture thresholds and noise. The physician suspected that the lead was fractured. The lead was successfully explanted and replaced. The patient was in stable condition before, during and post surgery.